Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, root cause as to why the customer was not soaking the scope in detergent as indicated in the instructions for use could not be determined. The event can be detected and prevented by following the instructions for use which state: rhino-laryngo fiberscope olympus enf-gp2: reprocessing manual: chapter 3 compatible reprocessing methods and chemical agents. Chapter 4 reprocessing workflow for the endoscope and accessories. Chapter 5 reprocessing the endoscope. Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the fiberscope was being cleaned with detergent wipes and the scope was not being soaked in detergent as indicated in the instructions for use manual. The issue occurred during reprocessing. There were no reports of patient involvement.